Manufacturer narrative:
Date of report: (B)(6) 2018. Date of manufacturer: 19dec2018. The customer reported that the patient was transferred to an alternate ventilator with no harm at the time of the event. The customer's biomedical engineer tested the device and the reported condition was not duplicated. The ventilator passed all testing and operated within the manufacturing specification. The ventilator was returned to service for patient use.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17dec2018. Philip's product support engineer (pse) troubleshot the issue with the customer over the phone. There is no expiratory volume sensor. The expiratory breath is vented to the room. The customer was provided the later version of the service manual and a copy of service bulletin with enhanced steps for running the performance verifications tests.

Event description:
The customer reported that the patient's tidal volume does not match expiratory tidal volume. The ventilator was in use on a patient at the time of the event. It is unknown if there was any patient harm or injury as a result of the event. The event date was not specified; estimate used.